Manufacturer narrative:
Additional information: d9, h3. Plant investigation: a used sample from the reported lot was returned to the manufacturer for physical evaluation. A visual examination of the sample was performed along with a ¿tightness test¿. Testing was able to confirm the reported failure. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Although the dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. An investigation of the device history records (DHR) was conducted by the manufacturer. This review confirmed product from the batch was inspected according to protocols and found to be conforming to specifications. There was no indication of a relationship with the reported failure mode that could be found during the review. Based on the available information, the reported event was confirmed.

Event description:
It was reported that a dialyzer blood leak occurred four hours into a patient¿s hemodialysis (hd) treatment. There were less than eight minutes remaining in the treatment. The blood leak was described as a ¿rupture of the dialyzer¿s fibers¿. The machine, a 5008 hd machine, alarmed appropriately with blood leak alarm. The blood leak was internal; blood was leaking into the dialysate. However, the blood leak was not visually observed. A blood test strip was not used. No damage or defects were noted on the dialyzer. The incident resulted in approximately 50 ml of blood loss, and a discontinuation of treatment. The majority of the patient¿s blood was reinfused. There were no patient adverse effects or injuries due to the reported blood leak. The sample was reportedly available to be returned for evaluation.

Event description:
It was reported that a dialyzer blood leak occurred four hours into a patient¿s hemodialysis (hd) treatment. There were less than eight minutes remaining in the treatment. The blood leak was described as a ¿rupture of the dialyzer¿s fibers¿. The machine, a 5008 hd machine, alarmed appropriately with blood leak alarm. The blood leak was internal; blood was leaking into the dialysate. However, the blood leak was not visually observed. A blood test strip was not used. No damage or defects were noted on the dialyzer. The incident resulted in approximately 50 ml of blood loss, and a discontinuation of treatment. The majority of the patient¿s blood was reinfused. There were no patient adverse effects or injuries due to the reported blood leak. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.